Event description:
Reporter indicated that a pt had surgery during, which the vns generator and lead were replaced. It was reported that the reasons for surgery were "side effects", "lack of therapeutic effect", because the "device had been implanted for a while", and also "prophylactic replacement". Attempts to obtain add'l info and clarification have been unsuccessful to date. Product analysis has not yet been completed on the generator. Product analysis has been completed on the returned portions of the lead and no anomalies were found.